Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have delivered inappropriate therapy for what was detected as ventricular tachycardia (vt) when noise consistent with myopotentials on the wavelet vector prevented the wavelet from continuing to withhold therapy. The ICD remains in use. No further patient complications have been reported as a result of this e vent.